Event description:
It was reported that this was a closure of three access sites in the right common femoral vein using three prostyle devices after an interventional atrial fibrillation ablation procedure with two 8f sheaths and one 9f sheath. Reportedly hemostasis was achieved at the first access site with a prostyle device. The second prostyle device was used on the second access site. The knot was successfully advanced to the vessel and tightened (worked as intended); however, complete hemostasis was not achieved. Therefore, manual compression was applied. The third prostyle device was used on the third access site. However, the anterior foot plate did not fully close. The third device was removed manually but slight resistance was noted. The failure to retract the foot did not cause any tissue damage to occur. The third access site was then closed via manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported difficulty to close the foot was confirmed. However, the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. The foot retracted back into the guide. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Interaction with patient anatomy or inability to maintain position/stability of the device during deployment likely contributed to the observed suture retrieval issue needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.